Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine post implant follow up. Upon examination, the atrial lead was found to have loss of sensing and loss of capture. It was determined that the lead was dislodged and the dislodgement was confirmed via chest x-ray. On (B)(6) 2020, the lead was re-positioned successfully. The patient tolerated the procedure well and was returned to his room in normal and stable state.